Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced cylinder malposition with an inflatable penile prosthesis (ipp) as the cylinders were too short. It was indicated that there were no device issues due to the malposition. A revision surgery was performed in which the existing cylinders were removed and replaced. There were no patient complications related to the event.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) were too short and were malpositioned. It was indicated that there were no device issues due to the malposition. A revision surgery was performed in which the existing cylinders were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Investigation summary: laboratory analysis did not confirm the reported clinical observations related to sizing and malposition. However, it identified a pump activation anomaly that is likely to have affected the functionality of the device. Device history record (DHR) review: the DHR confirmed that the device met all material, assembly, and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. The cylinders were visually inspected, microscopically examined, leak and pressure tested; all tests were passed. Wear at folds was noted in both cylinders; however, it did not likely affect its performance. The pump was visually inspected, microscopically examined, leak and functionally tested. The pump did not pass the activation testing and its tubing was noted to be worn, which did not likely impact component performance. Product analysis was unable to confirm the reported allegation related to cylinder length issue and malposition of device; however, the identified pump anomaly is likely to have affected the functionality of the device. Labeling review: review of the ipp instructions for use (IFU) indicate that migration of the device components can occur if the cylinders are improperly sized, if the pump or the reservoir is not positioned properly, or if the tubing lengths are incorrect. Therefore, it can be concluded that the proper warnings are identified within the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.